Manufacturer narrative:
The device was returned for evaluation. The functionality of the device was tested as if it were in a clinical setting and the device functioned as intended. The problem could not be reproduced, and the device was working well. No root cause could be established. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "this retractor is failing and will not turn when pressure is applied."